Event description:
It was reported that during the unknown procedure, the device locked up on the back table while applying slr. The device fired appropriately. The device then locked up on the tissue and would not open. It temporarily lost power. After changing the battery we were able to get the device open. The device was replaced and the procedure was completed. The procedure was delayed by ten minutes. It was unknown if the procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: 930a51. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Initial visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality and it was found that the device did not consistently remain in the closed position. After this clamping issue, during troubleshooting, the home button was pressed and the device fully articulated to the left. Due to the damaged clamping mechanism, the device does not always recognize when it is open and articulation is blocked. While preparing to test fire the device, slr (staple line reinforcement) was applied to replicate the conditions in the or (operating room). After applying slr (staple line reinforcement) and actuating the unclamp release switch, the closing trigger partially opened and the jaws did not open until light force was applied to fully open the closure trigger. This experience of difficulty to open does not affect the performance of the device. The device was CT scanned and the handle shrouds were removed. Damage that is consistent with forcibly opening the closure trigger was found on the clamp release button. This is consistent with the reported sequence of events that the device was difficult to open. The device was fired in the straight position with a test reload and the battery returned with the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. There were no power issues found during analysis testing. A review of the device event log was conducted. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 930a51, and no non-conformances related to the reported complaint condition were identified.